Event description:
Rptr stated, "left knee pain. X-rays revealed possible loosening of anterior femur. Removed femur. It was also found that the tibial was loose. Replaced femur, baseplate and insert."